Event description:
It was reported that the ventricular lead impedance dropped from 600 ohms to a range of less than 200 ohms to 600 ohms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.